Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the customer contact reported that anesthesia connected an unspecified secondary tubing set to the clave port of the primary tubing set furthest from the patient for piggyback delivery of an unspecified antibiotic. At this time, it was reported that the clave came apart into several pieces. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.